Event description:
Additional information reported patient experienced painful, hard, hot and red swellings 8 days after injection. Patient was also treated with dreonisolone 30 mg 15 days, x4 hyalase and clarithromycin 500 mg.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Manufacturer narrative:
Clarifications to e.1.: phone number: (B)(6). Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported that patient was injected with juvéderm® voluma¿ in the lower face (marionette lines) and with juvéderm® volux in the mid face for volumization. Following the injections, the patient developed red, hot, and swollen lumps in the treated areas. The patient was diagnosed with delayed onset hypersensitivity and was prescribed steroids, which provided mild improvement. However, the condition relapsed after two weeks and has since recurred hylased five times, with steroids offering the little relief. The patiet has an underlaying autoimmune disorder and is on sulfasalazine. The patient was admitted to the hospital and undergone a surgery. Symptoms are on going. This is the same event and the same patient reported under abbvie complaint (B)(4) (emdr-45070). This MDR is being submitted for the suspect product, juvéderm¿ voluma¿.

Event description:
Additional information reported patient was admitted to hospital with abscess and undergone a surgery and drainage.